Event description:
It was reported that patients ipg was no longer working as intended and leads had migrated. The patient underwent an explant procedure where all devices were removed and will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from the date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial:(B)(6). Batch: 16884157. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16707331.